Manufacturer narrative:
The haim valve (ID (B)(6)) was not returned for evaluation, however a photo was provided: DHR - lot 7286596 conformed to the specifications when released to stock. Failure analysis - a photo was provided by the customer showing the cut/tear in the silicone housing. The complaint is confirmed. Root cause - no root cause could be determined as the device was not returned for investigation. The possible root cause for the issue reported by the customer, ¿could not be clearly determined but could be linked to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a haim valve (ID 823832) was implanted on (B)(6) 2025. On (B)(6) 2025, the physician detected subcutaneous hydrops in the patient. Therefore, the valve was removed and replaced on (B)(6) 2025. Upon removal, it was discovered that the valve was broken. The patient is currently stable.